Event description:
It was reported that the insulin pump alarmed no delivery and motor error. Customer declined to troubleshoot for no delivery. Customer stated that the insulin pump alarmed motor error. Troubleshooting was done for motor error. Customer's blood glucose was 530 mg/dl. Customer treated with bolus. An hour ago customer's blood glucose was 550 mg/dl and treated with syringe. Customer changed her site twice. Customer stated that the insulin had no delivery and was running out of units but they were able to get some insulin in and she felt fine. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.